Manufacturer narrative:
Final device analysis for neurostimulator (B)(4) revealed no significant anomalies. The battery had reduced capacity due to overdischarge.

Manufacturer narrative:
Additional information received indicated the patient was not in a study as previously reported. Analysis results were not available as of the date of this report. A supplemental report will be submitted when analysis is complete.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that they were not doing anything unusual at the time of the loss of therapy. The patient met with the company representative and was unable to get any telemetry with the neuro stimulator. Four physician mode recharge procedures were performed with no success. A new clinician programmer was used to interrogate the device but the same results were obtained. It was found that the device was in an overdischarge condition which was reported to be the patient's third instance. It was also noted that the patient did do some welding. The patient was aware that this was a contraindication for the device and stated he would not do this again. The neurostimulator was then replaced and it was reported that the patient got good therapy. No injuries were noted and the patient outcome was reported as recovered without sequelae. If additional information is received, a follow-up report will be sent.